Manufacturer narrative:
The marksman catheter has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing treatment for an aneurysm in the left vertebral artery. The vessel was severely tortuous. The vessel diameter was approximately 5mm. The catheter was flushed and all devices were prepared as indicated in the IFU. A flow diverter was implanted in the patient without any noted issues. It was reported that there was difficulty during removal of the flow diverter delivery wire; it became stuck within the marksman. The marksman was reportedly "sheared" at the distal tip. The wire and marksman were able to be removed as a unit. The procedure was able to be completed. Three flow diverters were implanted in the patient in total. There were no reports of any patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.